Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2014. D6: explant date: 2014. This product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned.